Manufacturer narrative:
Manufacturer's investigation conclusion: a log file review confirmed 2 low speed operations. However, a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Evaluation of the submitted log file revealed several elevations in pump power and calculated flow throughout the log file. Pump power ranged from 5.0 watts to elevations as high as 12 watts, while pump flow ranged from 3.9 lpm to elevations as high as 12 lpm. Two low speed advisories were captured on day 558, hour 15, minute 22 and day 559, hour 0, minute 45 when the speed dropped below the low speed limit of 8000 rpm to 7440 rpm and 7780 rpm, respectively. The speed recovered immediately following these two events. The patient also experienced a low battery advisory alarm on day 559, hour 3, minute 43. A specific cause for the changes in pump parameters cannot be conclusively determined. The patient remained ongoing on the heartmate (hm) ii left ventricular assist system (lvas) (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 04feb2018. The heartmate ii lvas IFU and the heartmate ii lvas patient handbook are currently available. Pump parameters, including speed, power, and flow, are detailed in the introduction section of the hmii IFU. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Also noted, is that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. The alarms and troubleshooting section of the hmii IFU gives an in-depth overview of all alarms, how they are triggered, and how to respond to an alarm(s). Hmii lvas IFU contains a section entitled unique treatment issues explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU warns that physiological factors that affect filling of the pump, such as hypovolemia, will result in reduced pump flows as long as the condition persists. Pump flows will not be restored to normal unless the conditions are treated. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient visited the facility for a routine follow-up. When the history was checked on the system monitor, a low speed operation was recorded. The patient was asymptomatic when the alarm was sounded. However, the patient had a cold and hypovolemia, and pulsatility index (pi) events were recorded. The facility was worried about driveline damage. The log file review revealed 2 low speed operations while attached to batteries. The lowest speed drop was 7440 rpm. It looked to be caused by something passing through the pump at the time. The speed recovered immediately and the average pi remained normal.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.